Event description:
This ra lead was implanted on (B)(6) 2001. A call to technical services on (B)(6) 2011 states that device is at eri so it was changed out today. There was no capture with ra lead at max output with poor sensing and normal impedance. There was no slack on lead. New ra lead put in. No patient symptoms during case. There was no capture in ra before case - caller stated that they had ra issues for while, tried vdd at one point but patient was not feeling well with that. Today when rep checked device it was apacing but not capturing, and there was loss of av synchrony. Md is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).